Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the device culture results. The device was sent to an independent laboratory for microbial testing. The device tested positive for the following microorganisms: microbacterium hydrocarbonoxydans and staphylococcus warneri. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel or on the exterior of the device. There was some discoloration noted on both sides of the bending cover adhesive and distal end. The cause of the reported event could not be determined.

Manufacturer narrative:
The device was returned to olympus and is pending investigation. The device will be sent out to a third party laboratory for microbiological testing. The root cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the facilities reprocessing practice and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that the scope cultured positive for ecoli after being reprocessed. It was reported that during an unspecified procedure a non olympus stent became stuck in the scope channel. The physician replaced the scope and completed the procedure. The scope was reprocessed post procedure and stent still would not dislodge with the brushing of the channel. The user facility reported it is believe that scope cultured positive due to the stent being stuck in the scope channel and that all prior to this event all scope cultures were negative. There are no associated patient infections. The scope was removed from service.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on an on-site visit. On november 18, 2016 an olympus endoscopy support specialist (ess) visited the site to observe the user facility¿s reprocessing practices and to provide reprocessing training if necessary. The ess noted that there were variances noted regarding the cleaning of the duodenoscopes. The facility was not manually cleaning the scope in the order that the IFU recommends. The ess noted that the facility uses a custom ultrasonic sink flushing system for the manual flushing steps. It was reported that the customer is performing bleach flush with their aer once a month. The ess provided a reprocessing in-service to the facility¿s staffs. In addition, the ess sent an email to the manager of the endoscopy department requesting that they ensure their flushing system is FDA approved, validated to be used to flush the duodenoscopes and to confirm that they are maintaining the unit appropriately.